Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017 a 5.0x200 mm supera stent was implanted. On (B)(6) 2018, the previously implanted supera stent was found to be restenosed during a routine angiography. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of stenosis is listed in the supera instructions for use as known patient effect associated with the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.